Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer biomed reported that over the course of approximately 30 minutes, there was a failure to alarm for spo2 on their philips information center ix (pic). The device was in use on a patient. There was no report of patient or user harm.